Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 134.0 cm and 137.5 cm from the proximal end. The mid-joint of the pusher assembly was proximal to the introducer sheath. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. During functional testing, the smart coil was able to advance out of its introducer sheath with resistance encountered while advancing the friction lock of the introducer sheath over the mid-joint of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the pusher assembly mid-joint is retracted too far into the friction lock, resistance will likely be encountered when attempting to advance the device. The pusher assembly kink was likely a result of forcefully advancing against this resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured aneurysm in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed five smart coils and four other coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the smart coil pusher assembly would not advance at all and subsequently, the smart coil pusher assembly kinked; therefore, it was removed. The procedure was completed using additional smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.